Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ("essure removal") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 8 years 7 months after insertion of essure. On an unknown date, the patient experienced pollakiuria ("frequent urination every 45 minutes") and was found to have uterine leiomyoma ("uterine fibroma"). The patient was treated with surgery (inter-ovarian total hysterectomy via sub-pubis laparoscopy for essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, pollakiuria and uterine leiomyoma outcome was unknown. The reporter provided no causality assessment for medical device removal, pollakiuria and uterine leiomyoma with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of uterine leiomyoma ("uterine fibroma") in a 49-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroma and frequency urinary. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient was found to have uterine leiomyoma (seriousness criterion medically significant) and experienced pollakiuria ("frequent urination every 45 minutes"). The patient was treated with surgery (nter-ovarian total hysterectomy via sub-pubis laparoscopy for essure removal). At the time of the report, the uterine leiomyoma and pollakiuria outcome was unknown. The reporter provided no causality assessment for pollakiuria and uterine leiomyoma with essure. The reporter commented: essure was removed with inter-ovary hysterectomy by upper way via laparoscopy for medical reason the intervention was performed because of voluminous uterine fibroma. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 64 kgs. Most recent follow-up information incorporated above includes: on 11-apr-2019: patient´s initial, date of birth added and medical history added. The intervention was performed because of voluminous uterine - hysterectomy was regarded as treatment for uterine leiomyoma; uterine leiomyoma was upgraded to serious. Event "medical device removal" was deleted and case was downgraded to other event.